Event description:
This is a spontaneous case report received via regulatory authority in (B)(6) on 17-mar-2016 from an adult female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011, and forwarded to bayer on 04-aug-2016. The age of consumer when essure was placed was (B)(6). The consumer's concurrent condition included suspected nickel allergy, quervain surgery, and knee surgery. After essure placement, in an unspecified date the consumer experienced pelvis / hips pain, allergic complaints in eyes, increase or heavy blood loss during menstruation, constipation, pain during coitus, head pain, breasts pain, depressive feelings, increase/decrease of weight, loss of libido, mood swings or emotionally out of balance, hair problems, swollen legs, bruises, and breast lump. Consumer also reported: work-related problems and problems with daily tasks. It was informed that mammography and ultrasound were performed because of lump. Treatment included: endometrium resection and removal of essure and the two fallopian tubes (planned).consumer's outcome was unknown. Company causality comment: this spontaneous case report received via regulatory authority refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and experienced pelvis/hip pain. She was planning to remove the devices. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. Since an intervention will be required for devices removal, this case is regarded as incident. Other non-serious events were reported. Technical analysis has been requested. No further information can be obtained.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 05-oct-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Device similar incident listing the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 06-oct-2016 for the following meddra preferred terms: pelvic pain: the analysis in the global safety database revealed 1702 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this spontaneous case report received via regulatory authority refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and experienced pelvis/hip pain. She was planning to remove the devices. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. Since an intervention will be required for devices removal, this case is regarded as incident. Other non-serious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No further information can be obtained.